Event description:
Litigation papers allege the patients hip implant makes pecking and popping type noises, and has exhibited the symptoms of a loose implant. Upon information and belief, she has suffered loss of muscle mass. It is further alleged the patient was advised that test results showed elevated levels of cobalt in her blood. ***update*** (B)(6) 2012 additional litigation papers received allege the patient suffers from chronic severe pain and sudden severe pain when walking or standing and decreased range of motion. **update: (B)(6) 2011 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.